Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿prospective study on the impact of the use of human fibrin sealant free of clot-stabilizing agents in total knee arthroplasty¿ by douglas mello pavão, et al, published by sociedade brasileira de ortopedia e traumatologia (2019), vol. 54, pp. 322-328, was reviewed. The purpose of this article was to evaluate the results of intraoperative topical use of human fibrin sealant evacil in tkas on blood loss, postoperative rom, pain, and other complications within 24 hours of surgery. The authors utilized primary tkas with patellar resurfacing manufactured by depuy as well as competitor knee systems. Implanted depuy products: pfc sigma press fit condylar system. The cement manufacturer is unknown. Results: 1 patient required a transfusion of packed red blood cells to treat intraoperative blood loss. There were no reported product problems and no noted revisions. Patient harms associated with this event are major bleed and blood transfusion. The results were not identified by manufacturer. It is unknown if a depuy product was associated with this event. "